Event description:
Report received of a cassette leak during administration of chemotherapy. The pump had been delivering infusions on lines a, b, and c for 5 hours without a problem. Line d was then programmed to deliver unspecified doses of rituximab. Within 30 minutes of the initiation of the line d infusion, leaking was reportedly observed from the cassette. The tubing set was discarded due to chemotherapy contamination. There was no reported chemotherapy contact with the pt's or nurse's skin. Therapy was resumed using a replacement pump and tubing set. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.